Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a non-device related back surgery, the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.